Manufacturer narrative:
The pump and driveline extension cable were returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of "a difficulty to disconnect the driveline from the driveline extension" could not be confirmed or replicated. Visual examination of the driveline connector revealed damage to the strain relief. The driveline extension cable connector did not identify any evidence of contamination, damage or other anomalies that may have compromised functionality of the devices. Functional testing revealed that the locking mechanism between driveline cable and extension driveline cable worked as intended, both components were successfully connected and disconnected. Based on the information available, there is no evidence to indicate that a device malfunction occurred, the driveline extension cable and the driveline worked as intended. It is possible that the surgeon's technique could have contributed to the reported event. The driveline strain relief damage is likely from excess pull force on the strain relief while attempting to disconnect the driveline. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Driveline extension cable - 880818 / 100us / expiration date: 11/30/2015. (B)(4).

Event description:
It was reported that during implant in the operating room a nurse unpacked all sterile implant components and connected the pump to the driveline extension cable as instructed. The wet test passed successfully. The nurse was unable to disengage the driveline from the driveline extension cable. The nurse was educated multiple times on appropriate disconnection steps while grasping the metal driveline connectors at the ridged areas, was still unsuccessful. A second nurse scrubbed in to assist. He was also unable to disengage the connection. The clinical specialist reinforced grasping the metal connections and pulling straight back to disengage. While grasping the driveline extension cable and driveline he pulled back forcefully in an attempt to disengage. The nurse's hand slipped, and in turn grabbed the distal end of the dl which ended up pulling the strain relief out of the dl connector, exposing the silicone sleeve and wires. The clinical specialist called a manufacturers representative for suggestions. Since the patient had not been implanted yet and tunneling could pose a contamination risk to the wires and connector, they advised using a second pump. The site agreed with the recommendation and a second pump was pulled from the shelf along with a new driveline extension cable. The second pump was prepped and passed the wet test successfully. The nurse was able to easily disengage the driveline from the driveline extension cable. There were no reported consequences or impact to the patient.